Manufacturer narrative:
Findings: pump was received with motor error alarm during rewind test due to motor encoder signal out of phase. Unable to perform functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test or excessive no delivery test due to motor error alarm. Drive support disk was inspected and no anomaly was noted. Unit was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that they were hospitalized on with a blood glucose level of over 600 to 42 mg/dl. The customer experienced symptoms such as confusion, tiredness, dehydration, and nausea. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.